Event description:
The surgeon reported poor aspiration during cortical removal; the case took much longer than usual. Due to the aspiration issue the surgeon was unable to remove all the cortical matter. She thinks the patient will need to return in a month for a yag laser due to residual cortical. Additional information from the surgeon identified a missing o-ring on the handpiece to be the root cause of the poor aspiration reported. They will replace the o-rings.

Manufacturer narrative:
No product will be returned for evaluation. Additional patient information has been requested. Questionnaires have not been returned to date.